Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device over articulated and did not stop when the surgeon released the toggle. There was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a sleeve gastrectomy procedure, the device over articulated and did not stop when the surgeon released the toggle. There was no patient involved in this event.